Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be confirmed. The adhesive pad was inspected and found moderate adhesion left on the pad. Due to the used condition of the adhesive pad, the original adhesion properties could not be verified.

Event description:
Patient reported the 30 day supply of v-go devices received on (B)(6) 2020 keep falling off. The patient stated this occurred with the last 8 v-go's worn. The patient was unable to specify the dates these past 8 v-go's fell off but that they would not stay on for more than 10 minutes at a time. The patient stated with 6 of the 8 v-go's that had fallen off patient was placing them on her abdomen, then switched to her arm with the last two to see if it would keep them from falling off. The patient explained despite the placement change those v-go's also fell off. The patient properly prepared the adhesion site and stated she did not have any interference with clothing or had been doing anything with increased movement.